Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a patient who was receiving baclofen (unknown, 2000 mcg/ml, 540.1 mcg/day) via intrathecal drug delivery pump for intractable spasticity and head/brain injury. It was reported that the patient was admitted to the hospital. Upon interrogating the pump it was found that the motor stalled on (B)(6) 2018. The patient had been experiencing increased tone, tachycardia and possible seizures. There were no reported environmental, external or patient factors that may have led or contributed to the issue. The pump was scheduled to be replaced (B)(6) 2018. There were no reported interventions/actions taken to resolve the issue. The issue was not resolved and the patient status was "alive - no injury" at the time of this report. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the pump was explanted and replaced on (B)(6) 2018. The old pump was shipped back and the new pump was registered to the patient. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the patient's surgery was tentatively scheduled and the rep would update when they got the new surgery date/time. No further complications were reported.

Manufacturer narrative:
The pump was returned, and analysis found corrosion/wear/lubrication in the motor gear train and a stall due to shaft bearing. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding.  If information is provided in the future, a supplemental report will be issued.